Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation of the reported issue was completed. Based on the issue description and the error messages, the involved customer service engineer (cse) was able to determine that the generator was not reachable via can bus. The service replaced the printed wiring board d600 intended for communication between the generator and the system. Some wiring parts were also replaced during this service. The cse returned the part (d600) to the manufacturer for detailed investigation. Following hardware replacement, no further issues have been reported and the system works as intended. The returned part was examined and showed no issues, however, the system log file analysis showed an issue in the intermediate circuit. According to technical experts, the most probable root cause is a defective cable.